Manufacturer narrative:
Device evaluated by MFR.: synergy ous, mr, 2.25x24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal struts damaged; lifted and pulled in a distal direction. The undamaged proximal stent od (outer diameter) was measured and is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. After a guidezilla guide extension catheter crossed the lesion, a 2.25 x synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and the proximal stent struts were noted to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. After a guidezilla guide extension catheter crossed the lesion, a 2.25 x synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and the proximal stent struts were noted to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.